Manufacturer narrative:
The device was visually evaluated and confirmed to be broken at the tip at the distal end of the anchor plug and anchor eyelet. The entire anchor from the eyelet forward is missing. A portion of the tip of the anchor was removed exposing the inner plug threads. The breakage of the returned used device is confirmed; however after the evaluation, the root cause for the reported issue could not be determined.

Event description:
It was reported that during a procedure, the device sheare in half when threading the eyelet. The broken pieces were successfully removed from the patient. A backup was available to complete the procedure. No patient injury or complications were reported.